Event description:
The lead was implanted on (B)(6) 2006 and capped on (B)(6) 2013 due to advisory / reel. Patient began experiencing inappropriate shocks due to noise on (B)(6) 2013. The procedure took place at (B)(6) center. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).